Event description:
The customer reported the cine function was not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retapped the input power transformer and replaced the power connector for the cine drive. The system operates as intended.